Event description:
A caller reported that the indicated battery charge of their pump dropped significantly within a short period, resulting in an unexpected shutdown. There was no reported impact on the customer¿s blood glucose level. The customer received a shutdown alarm prior to the shutdown and was provided with pump reset information by technical support. Technical support confirmed the issue occurred earlier in the day and will replace the pump. The caller was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Additionally, the caller was advised on how to put the pump into storage mode before returning it with a pre-paid label, which they acknowledged understanding.